Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that after a cardioversion procedure, there was a temporary loss of capture in both atrial and ventricle pacing. The patient was asystolic immediately following the cardioversion. Reprogramming was done to increase right ventricle output. Both of the leads remain in use. No patient complications have been reported as a result of this event.